Manufacturer narrative:
Death date: (B)(6) 2014. Event date: (B)(6) 2014. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2009, the patient presented with stable angina. The first target lesion was a 90% stenosed, de novo lesion located in the distal right coronary artery. Following pre-dilation at 8 atmospheres, a non-bsc stent was implanted. Post-dilation was performed at 12 atm with 0% residual stenosis. The second target lesion was a 75% restenosis of an unknown stent located in the mildly tortuous, non-calcified right posterior descending artery. A taxus liberte paclitaxel-eluting coronary stent system was implanted and following deployment, residual stenosis was 0%. In (B)(6) 2014, the patient died. The cause of the patient death is unknown.